Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer also reported their act button was unresponsive. Customer has replaced their battery, but the issue was recurring. The customer has reverted to manual injections. The customer's blood glucose was 8.9 mmol/l. No additional information provided.

Manufacturer narrative:
The insulin pump was received unit with unresponsive buttons due to corroded lcd board. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to unresponsive buttons. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.